Event description:
Event was reported to (B)(4) by an atty. The patient has suffered infections, vaginal pain, urinary problems, pain during intercourse, pelvic pain, swelling and pain in legs and feet, sever abdominal pain, vaginal odor, and severe constipation that leads to hemorrhoids. No further info has been provided.